Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose protruded drive support disk. Unable to test for prime/a33 test and occlusion test due to motor error alarm. The insulin pump has battery tube threads cracked, broken reservoir tube lip, cracked lcd window, minor scratched lcd window, cracked case at display window corner and missing end cap sticker.

Event description:
It was reported that the insulin pump and alarmed compromised force sensor system when customer was trying to do prime. Customer stated it got stuck in rewind loop. Customer's blood glucose was unknown. Customer stated the insulin squirted out during manual prime process. Troubleshooting was done. It was found that the drive support cap was sticking out. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.